Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got air bubbles in reservoir and tubing. Customer blood glucose level of was 322mg/dl at the time of incident. The troubleshooting was assisted for the air bubbles. The product will not be returned for the analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).